Event description:
The user facility reported that the physician described that approximately one (1) week post percutaneous coronary intervention (pci) and angio-seal closure of the femoral artery, the patient returned to the clinic to be evaluated for worsening claudication to the side of the ipsilateral access site. Imaging was ordered and based on the results; the patient required intervention of the common femoral artery (cfa). Contralateral access was obtained and with an up and over sheath intravascular ultrasound (ivus) and angiography revealed a cfa occlusion. Mechanical thrombectomy was performed of the site and successfully removed thrombus, the angio-seal anchor, and the attached angio-seal suture. Normal flow was returned to that site. The sate of intervention april 15, 2024. The blood loss was less than 250cc's. Additional information was received on 24jun2024: relevant dates as follows: april 8, 2024 - angio-seal deployment, april 11, 2024 - patient visit to emergency department and imaging and abi's performed, april 15, 2024 - angiogram and thrombectomy. A 6 french procedure sheath was used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. Post deployment manual compression was required. Otherwise, no deployment issues. No equipment or other devices were used with the involved angio-seal. Additional information was received on 25jun2024: the deployment was considered successful regarding manual compression being performed. The patient was on aspirin, plavix, and bivalirudin. There was no mention to any blood loss. The puncture was at the cfa. There was a direct allegation against the angio-seal.

Manufacturer narrative:
. A5: ethnicity: not provided for animal use a6: race: not provided for animal use e3: occupation: interventional cardiologist a review of the device history record of the product code/lot number combination was conducted with no findings. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a vessel occlusion postoperatively. The exact root cause cannot be determined. The likely cause was determined to have been patient activity resulting in an issue with closure postoperatively. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).